Manufacturer narrative:
The portable scale adaptor which was involved in the reported event was manufactured on 14-mar-2022. The manufacturer evaluation revealed that the primary cause of the strap detachment is considered to be a manufacturing defect. Several root causes were found to be responsible for the manufacturing defect such as the work instructions missing clarity and the fact that part of the process is manual. Part of the corrective actions has included improvements in the manufacturing process. Additionally, the simulations performed showed that the faulty strap needed to be misaligned from the vertical axis. One probable cause for the misalignment from the vertical axis would be the incorrect attachment of the strap to the lift. However, in the case of this complaint, arjo was informed that the caregiver installed the adaptor according to the instructions included in the instructions for use (IFU) for the product. The instructions for use (IFU) for the portable scale adaptor (document number: (B)(4) instructs the user how to attach the straps of the accessory to the ceiling lift properly stating to ensure that ¿the straps remain square relative to the adaptor bar¿ and to ¿never install a strap at an angle¿. Also, the document states to inspect the strap before each use and to look for a ¿hole in the strap larger that the rivet head¿. To sum up, the maxi sky 440 ceiling lift and portable scale adaptor were used as a system during the patient's transfer when the scale adaptor straps detached. This led to the patient falling on the bed and being hit on the forehead by the device. The complaint was deemed reportable due to the allegation that one of the straps of the portable scale adaptor detached during use with a patient leading to the patient's fall on the bed. No injury was reported.

Event description:
Arjo was informed about a portable scale adaptor failure (an accessory connecting the maxi sky 440 ceiling lift to the scale). The device involved in the incident was the ceiling lifting system, consisting of the arjo maxi sky 440 ceiling lift attached to the ceiling installation and portable scale adaptor equipped with 4 straps mounted on rivets. It was reported that when the patient was placed in the sling and was lifted off the bed for weighing (to a height of about 40 cm), one of the straps from the scale adaptor detached. As a result, the patient fell onto the bed. According to the information obtained, the patient did not sustain any injuries.

Manufacturer narrative:
The process of gathering and analysing the information is ongoing. The follow-up will be provided within next report.